Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. Customer declined to load a new cartridge, choosing instead to continue using the current one for insulin therapy.